Event description:
A product liability claim was raised. It was reported that the pt was implanted with a cls stem 135 10.0 12/14 on (B)(6) 2006. Due to loosening and wear the pt underwent revision surgery on (B)(6) 2011. From the letter received from the lawyer, the stick and peel record was also included and it showed that the cup implanted in the pt was a product from another company.

Manufacturer narrative:
The MFR did receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. However, according to the provided info the current situation reflects an off label use. The product combination with a non zimmer product is not approved and not recommended by zimmer at all. It is highly unlikely that a product failure itself caused the event. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).